Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that the device failed incoming text vxi due to its main printed circuit board being out of specification electrically, and during bench testing with the rate set to 70 paces per minute and the atrial and ventricular outputs set to 10 milliamperes, and the backlight and menu off, when the battery was ejected the device paced for 6 seconds and then shut off. Analysis also found that the upper and lower cases and the ring cover were broken and contaminated, the battery release, heart block, lead flex cover, main seal, heart wire contacts, battery drawer, battery drawer o-ring, battery flex, and lead flex o-ring were contaminated, the battery contacts were compressed and contaminated, the bail covers were broken, the keyboard was scratched and the main printed circuit board was out of specification. The device was to be scrapped in-house. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit testing. The battery removal test failed. After the capacitor component was replaced the battery removal test passed. Conclusion: confirmed the battery removal failure was caused by a capacitor component failure.